Event description:
It was reported that the pump touch screen was unreadable. Reportedly there are lines all across the screen causing customer to not be able to interact with the touch screen. Replacement pump was sent to customer to resolve the issue.